Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received assembled with a two-piecer connector. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break between the 44cm and 43cm depth markings. Material was adhered to the catheter shaft in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness, necking and material discoloration in the vicinity of the break. Microscopic inspection of the break in the catheter revealed an irregular granular fracture surface. Inspection of the material adhered to the catheter revealed it to appear consistent with the ¿tissue adhesive¿ referred to in the event description. The fracture features, tensile weakness, necking and discoloration were consistent with material failure due to tensile stress. It appeared that the catheter constraint caused by the tissue adhesive may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong PICC placed on (B)(6) 2022. The catheter was placed in the middle of the left upper arm. "Tissue adhesive" was applied at the junction between the catheter insertion site and the skin. When nurse no. 1/29 was changing the dressing for the first time, the catheter broken while tearing off the tegaderm. The break was at the junction of the skin where the needle was inserted and the "tissue adhesive". At the moment of the incident, only 0.5 cm of the broken catheter was exposed to the skin, so medical staff immediately removed the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a groshong PICC placed on 1/22. The catheter was placed in the middle of the left upper arm. "Tissue adhesive" was applied at the junction between the catheter insertion site and the skin. When nurse no. 1/29 was changing the dressing for the first time, the catheter broken while tearing off the tegaderm. The break was at the junction of the skin where the needle was inserted and the "tissue adhesive". At the moment of the incident, only 0.5 cm of the broken catheter was exposed to the skin, so medical staff immediately removed the catheter. No other information was provided.